Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were the product seals still intact when the package was opened? The package was unopened when it was observed in japan. Please perform and document the follow up attempt for product return. The device has been received at sukagawa and will be shipped. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported in sterile processing department /spd on (B)(6) 2024 for drain. The product was stained. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: complaint sample review : one complaint sample of well intact pouch was received for evaluation, product was inspected visually and found that there was a stain at the corner (sealed surface) of the package. Defect is observed. Since, as per standard practice, three times 100% visual inspection of pouches (first for empty pouches while transferred to the clean room, and two times after packing and sealing) was carried out, prior to the product release. There was no scope at end to miss such defect, at manufacturing or release stage. During investigation, a suspected cause of such stain was identified as "presence of some transparent gel mark of pouch itself (occurrence - isolated case in last three years), which usually not detects under standard practice of visual inspection, and possibly after gamma sterilization, it turn to slight yellowish in color. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: product investigation concluded that one intact pouch was received for evaluation and the pouch was visually inspected and there was a stain at the corner (sealed surface) of the package. A suspected cause for the stain was identified as presence of some transparent gel mark of the pouch itself. Therefore, the complaint was observed. Upon evaluating the sample picture provided in the complaint evaluation report the stain can be observed. Based on the conclusion from the supplier the stain is related to a gel mark from the pouch itself. Per fg spec for blake drains ¿ incoming inspection ¿ primary packaging ¿ pouches, the gels: blemish on poly are classified as class ii defects. Conclusion: based on the defect classification (class ii) and units impacted by the condition (1 unit) it is concluded that no additional escalation is required for this product complaint. The necessary investigations and/or actions have been taken to address the issue. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.